Event description:
It was reported that there were problems regarding stimulation and effects of an MRI on the implantable neuro stimulator (ins). Patient stated that "stimulation was turning off". However, patient also stated that "ins battery is dead and he has not been using stim for quite some time". Hcp indicated, he could have an MRI performed. During the MRI, patient stated, he experienced a "shocking or jolting sensation". Patient stated during the scan he "yelled at tech three times" that he was experiencing pain and requested for the scan to be stopped. Scan was not stopped. During/following an MRI, patient reported pain in the middle of his back, around leads, urinary problems, and weakness in legs. Patient status was listed as fair. Any additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4) = urinary problems.